Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report which reported the following information: customer reported "the abbott freestyle libre continuous glucose monitor (cgm) is significantly off compared to blood glucose monitoring. The variances is between 30mg/dl to 70 mg/dl". No further details were provided and contact with the customer cannot be made as customer's contact details are unknown. Based on the information provided, there was no report of serious injury associated with this event.